Event description:
The patient was receiving his bamlanivimab infusion and approximately 20-30 minutes into his infusion he noticed the pillow underneath his IV tubing was wet. Writer inspected the tubing and found a small leak coming from the filter - there was a defect or hole in the filter causing the leak. Writer aseptically changed the filter on the patient's tubing and restarted the infusion. Writer called the prescribing physician and received no new orders.